Event description:
High tibial osteotomy (hto) was performed. This product (catalog#60a4) was shaped and fit the implantation site. The shaped product was implanted. After implantation, it was confirmed by x-ray photograph that the implanted material was cracked. There was no report of pt injury.

Manufacturer narrative:
The device referenced in this report was not returned to olympus (B)(4) for eval. The device history record was reviewed, and no irregularities were noted. The osferion bone void filler package insert states in the warnings section: when load bearing capacity has been weakened or reduced due to fractures, etc., osferion should only be used if the bone can be reliably immobilized by using external or internal fixations etc. Otherwise, compaction of fractures may occur. If necessary, the fracture should be stabilized using external or internal fixations to prevent post-implantation migration or extrusion of the osferion due to loosening. Cutting wedges or trapezoids may cause cracking or inappropriate breaking, etc. This report is being submitted as a medical device report in an abundance of caution.